Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Solidified blood was visible inside the inflation lumen, which is consistent with a leak having occurred in the device. As a result, the device was soaked in a waterbath at 37 degrees celsius in an attempt to soften the solidified blood. The returned device was later attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at 3mm distal to the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, first inflation was at 12atm, second inflation at 12atm and third inflation at 18atm; all done for 20 seconds. However, the balloon ruptured upon fourth inflation at 18atm for 10 seconds and pinhole was also noted. The device was removed from the patient's body without any problem. The procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, first inflation was at 12atm, second inflation at 12atm and third inflation at 18atm; all done for 20 seconds. However, the balloon ruptured upon fourth inflation at 18atm for 10 seconds and pinhole was also noted. The device was removed from the patient's body without any problem. The procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.